Event description:
The international customer reported the ventilator failed pre-operational testing of the ventilator due to an exhalation autozero solenoid failure. If the solenoid malfunctions and cannot open, this task cannot be performed and affects the accuracy of the system pressure measurement. Failure of the autozero solenoids during use in normal ventilation mode could result in a vent inop condition. Vent inop, if in use on a patient, will stop providing ventilatory support to the patient. The customer will replace the 3 station solenoid to correct the reported problem.